Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It had a damaged dso seal, damaged battery compartment, and scratched lens. After visual inspection, functional testing was performed. Occlusion test was used and ehl was downloaded. The customer's indicated failure was duplicated. The root cause was determined to be the defective dso sensor. As a result, the dso sensor was replaced, along with the dso seal, battery compartment, and lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an occlusion error. It is unknown if there was patient involvement and if there was any harm or adverse event as a result of this event.